Event description:
The patient reportedly experienced a loss of lock between her external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.